Manufacturer narrative:
Leads were capped and replaced on (B)(6) 2020.

Event description:
New information noted that the leads were capped and replaced on (B)(6) 2020.

Event description:
Related manufacturer reference number: 2017865-2020-14408. New information noted that the patient had presented in clinic. Device interrogation revealed that the right atrial and right ventricular lead had noise. The clinic was unable to reprogram around the noise. Chest x-ray revealed that right ventricular lead had an insulation anomaly. The leads were capped and replaced on september 16, 2020. The patient was stable post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had noise on the right ventricular lead. More information was requested but not provided.